Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip clamp and plunger clamp in the reported problem area of the pipette assembly. The tip clamp and sleeve were cleaned and the plunger clamp was replaced. The instrument was inspected, tested without further problem, and returned to service.